Event description:
The gore® bio-a® tissue reinforcement was used in a surgical procedure that included creating a stoma where the gore® bio-a® tissue reinforcement was used to reinforce the stoma site. Post-operatively the bowel leaked due to a puncture in the bowel, causing intestinal contents to leak into the abdominal cavity, therefore in contact with the mesh. Due to this the patient had to be reoperated 5 days later and the operating surgeon in this emergency procedure decided to remove the gore® bio-a® tissue reinforcement. The operating surgeons believed the gore® bio-a® tissue reinforcement was infected as it had fragmented and decided to remove it in order to give the patient the best chance of clearing the infection.

Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the lot number remains unknown. The device was discarded, so no engineering evaluation could be performed.

Event description:
It was reported to gore that a gore® bio-a® tissue reinforcement has not integrated into the patient¿s tissue and that the surgeons have decided to remove it.